Event description:
It was reported that the atrial lead exhibited noise, due to fracture. The lead was capped and replaced successfully. The patients condition was good at post op check.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.